Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven years of post-deployment, the patient was admitted to hospital with epigastric abdominal pain and new onset of gastrointestinal bleed. On the same day computed tomography (CT) abdomen and pelvis was revealed that there was an inferior vena cava filter. One of the right sided struts extended quite a distance into some form of pocket which lied very close to adjacent bowel loop on sagittal image and axial image. The inferior vena cava had become atretic at the level of the filter and distal to it. The tines of the inferior vena cava filter had spread out, there was one that extended deeply into psoas muscle. There was another tine that extended over towards the duodenum and might penetrated the wall of the duodenum some. The inferior vena cava filter was thrombosed over the years. On an unknown date, the filter was removed by open resection method. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately seven years post filter deployment, computed tomography (CT) abdomen and pelvis revealed that the filter struts perforated. The device was removed by open surgery. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately seven years post filter deployment, computed tomography (CT) abdomen and pelvis was performed, it revealed that the filter struts perforated. The device was removed by open surgery. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.